Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the implantable cardiac monitor exhibited loss of sensing. The device was attempted to be repositioned multiple times but same issue resulted. The device was not implanted and replaced. The patient was in stable condition.